Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system and the reported issue could not be confirmed. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when trying to search a patient on electronic picture archiving and communication systems (pacs) no results were found. The site thinks the wireless setting were lost after updating both the os and application software. No patient was present at the time of the event. The manufacturer representative reconfigured the wireless setting and was able to pull from pacs.